Manufacturer narrative:
The device was not returned to stryer for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryer to report that their device logged a critical event code. The event code is related to a potential issue of the device to deliver energy. There was no patient use associated with the reported event.